Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient had a loss of stimulation, and that they have been experiencing a return of parkinson's symptoms including kinesia, freezing, and an inability to walk as of (B)(6) 2017. It was stated that there was a fall related to the issue, and that the patient falls down a lot which started in (B)(6) 2016. This has been reported to the healthcare provider (hcp) who changed their medications and gave them blood pressure medication as their blood pressure was too low. Additionally, during the call it was difficult to understand what the patient was saying. The patient's indication for implant is parkinson's dual and movement disorders.